Event description:
Apex screw came loose while implanted in the pt.

Manufacturer narrative:
Corrected: event/problem description, date product recd by mfg., reporter name. Examination of the returned (1) (B)(4) duroloc 100 series 54mm od lot 523180 and 124601000 duroloc apex hole eliinator lot 876650 confirmed the reported event via the provided x-rays. A search of the complaint databases did not show any other reports against the product and lot combination. The reported product code for the hole eliminator, (B)(4), is now obsolete. Previous investigations have noted a design improvement ((B)(4) apex hole elim positive stop), adding a positive stop feature to alleviate migration of the device through the acetabular cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.